Manufacturer narrative:
Device label codes: 1738. The iab was received intact for evaluation with the balloon membrane noted to be unfolded. Visual examination revealed that the sheath was covering a portion of the membrane near the catheter/ membrane junction. The sheath was observed to be severely kinked and damaged. After the sheath was pulled back past the metal sleeve, visual examination revealed the membrane at the proximal taper to be stretched. When this area was viewed under polarized light, the area appeared stressed. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. It was not possible to pump the balloon satisfactorily at 80 and 160 bpm on the laboratory system 90 iabp due to the condition of the membrane. Probably cause of difficulty: it is not possible to determine the exact cause of the reported inflation difficulty based on the event description and the examination of the item. It was not possible to verify the reported problem. This type of complai0t is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Thus, in general inflation difficulties may attributed to one or more of the following: 1. The membrane did not fully exit the sheath (the condition of the returned iab supports this statement). 2. The balloon entered a subintimal space. 3. The balloon was placed to high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing.

Event description:
The iab would not inflate even after manual inflation. (Event complications: none from the event-reported 9/17/96). (Pt's status: unk-rpt'd 9/17/96.